Manufacturer narrative:
Follow-up #1: date of submission: 03/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the cartridge compartment was found to be damaged near the threads. The cartridge cap was not returned. A test cartridge cap was able to attach to the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked. The display screen appeared dim and discolored. The battery cap was not returned and a test battery cap was able to attach to the pump. There was a cover crack observed between the corner of the display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.